Manufacturer narrative:
(B)(4). The device is still in use and will not be returned for evaluation. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for pulmonary edema coincident with peritoneal dialysis (pd) therapy. The nurse stated it was unknown if there had been any overfill events on the homechoice cycler prior to the hospitalization and was unable to provide any additional information pertaining to this event.

Manufacturer narrative:
The device was manufactured in 1994. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the service history and device history was performed. There were no issues identified that could have caused or contributed to the event. As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.